Manufacturer narrative:
H3: one level 1 hotline low flow system was received in good physical condition with no physical damage. The device was powered on with a disposable set. It was determined that the user was unaware of the need to prime the device. No circulation of fluid resulted in the over-temperature alarm. The reported loud grinding sound could be heard as the unit was turned on. The pump motor's rotor seems to rub against one of the bearing's housing. Subtle changes in temperature even result in total seizure of the motor. Also, the temperature on display raises quickly (in seconds) above 42 degrees celsius. The issue was caused by the user failing to prime the heat exchange fluid circuit causing the device to overtemp and a defective pump motor. The pump was replaced and the user was instructed on how to prime the fluid circuit.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was alarming after heating up to 49 degrees celsius. The unit was making a loud grinding sound. The operator suspected that this sound was coming from the motor. The operator also noted that no fluid was circulating through the device. These product problems were observed immediately upon use. No patient injury or complications were reported in relation to this event.